Manufacturer narrative:
This one device malfunction impacted 662 test results. Please refer to section h10 in manufacturer's report no. 3003652672-2022-00001 for a complete discussion with respect to the late filing date and description of the device malfunction. Please refer to this noted report for all other common information that is not specific to this subject's case.

Event description:
A 79-year old male with a history of high level of prostate specific antigen (psa), submitted a sample for 4kscore test analysis on (B)(6) 2022 which was conducted on (B)(6) 2022. The subject's urological history included a previous digital rectal exam without a prostate nodule present. The subject also had a previous biopsy that was negative. His 4kscore was 33.6 and this result was reported to the requistioner/provider on (B)(6) 2022. Given the identification of the input error in the sample requisition intake software, his 4kscore was recalculated and reported to the physician on november 18, 2022, with a revised 4kscore of 7.4, 36 days after the initial reslut report. The subject had corrected 4kscore lowered; had biopsy - no significant sequela reported. To date, neither the PMA holder nor the manufacturer has not received or is aware of any untoward events/effects as a result of this device malfunction and errant initial 4kscore test results. This one device malfunction impacted 662 test results. Please refer to section h10 in manufacturer's report no. 3003652672-2022-00001 for a complete discussion with respect to the late filing date and description of the device malfunction.